Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-94851.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 427 mg/dl. The customer complained of not feeling well and vomiting. She also experienced diarrhea, increased heart rate, weakness and shortness of breath. She stated that her electrocardiogram that was off the charts. She stated that she also had diabetic ketoacidosis and was hospitalized for 5 days. She stated that the cause of the hospitalization was pneumonia. She was treated with intravenous insulin and antibiotics. She stated that she was not wearing the insulin pump at the time of the event, noting that she had taken the device off when she went to take an x-ray. Nothing further reported.